Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder dislocation treatment, the bioraptor broke. The device did break inside the patient and all pieces were removed with tweezers. The procedure was completed with a s+n back up device. It is unknown if there was a delay and no patient injury or other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6; the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found the anchor was broken missing the top half. An analysis of the customer provided image found the tip of a broken anchor with a suture threaded through it. Based on the condition of the product material found during visual inspection it was determined that additional material testing was not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.